Manufacturer narrative:
E1- city: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image defect /noise. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: damage to the scope connector led to the reported malfunction. The most probable cause of the newly discovered malfunction is traced to component failure. The event can be detected/prevented by following the instructions for use (IFU) which state: gif-h190n operation manual ¿important information ¿ please read before use chapter 3 preparation and inspection ¿3.3 inspection of the endoscope chapter 5 reprocessing the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had intermittent image communication. The issue occurred during inspection for use. There were no reports of patient involvement.